Event description:
According to the reporter, during laparoscopic hysterectomy, the device would not cut at all. The device otherwise worked with no other problems. Another device was used successfully with this generator. There was no mention that the device break and there was no piece fell inside the patient's cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found under visual inspection found significant jaw damage. Piece of jaw broke off, not returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted significant jaw damage. Piece of jaw broke off, not returned. The cutting blade had minor damage. Functional testing found that the pa personnel cannot determine when the damage to the jaw occurred. Transport damage during arrival to lab cannot be ruled out. The blade movement was ok, up until reaching the edge of the jaws. The knife cut was difficult to perform due to the jaw damage. Damage to the cutting blade likely resulted in a poor cut. It was reported that the device would not cut at all. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of jaw damage that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic hysterectomy, the device would not cut at all. The device otherwise worked with no other problems. Another ligasure device was used successfully with this generator. There was no patient injury. Medtronic's initial evaluation of the incident device found under visual inspection found significant jaw damage. Piece of jaw broke off, not returned.